Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The patient's mother described the reaction as a red, itchy and swollen rash. The affected area was treated with over-the-counter cortisone 10 and bactrim topical cream, prescribed on (B)(6) 2016, for a previous skin reaction. At the time of contact, the patient was feeling better. Additional patient information is not available. No product or data was returned for evaluation. However, photos of the reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.